Event description:
Additional information received reported that the electrode could not be withdrawn from the percutaneous extension.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28qnr serial# implanted: 2020-(B)(6) explanted: 2020-11-25 product type lead product ID 3560022 lot# unknown serial# implanted: 2020-(B)(6) explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis information -- 2021(B)(6) 11:25:33 cst pli# 10 product ID# 978b128below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing.the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis information -- 2021(B)(6) 13:41:35 cst pli# 20 product ID# 3560022below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing.the extension was returned segmented; there was no impact to electrical functionality. Continuation of d10: product ID 978b128 lot# va28qnr serial# implanted: 2020-(B)(6) explanted: 2020(B)(6) product type lead product ID 3560022 lot# unknown serial# implanted: 2020-(B)(6) explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28qnr serial# implanted: 2020-(B)(6)explanted: 2020-(B)(6) product type lead product ID 3560022 lot# unknown serial# implanted: 2020-(B)(6)explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28qnr, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID :3560022, lot# :unknown, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). Product ID: 3560022, serial/lot #: unknown, ubd: 14-apr-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) reported that there was an isolation defect of lead after testing phase and was seen at implant of the interstim ii on (B)(6) 2020. Before getting interstim to electrode the physician saw that the lead is broken behind the connection of the extension and lead. The extension and the lead were explanted. A new lead was implanted. There were no symptoms. Their first stage test was over and after 30 days they got an interstim after there was no known environmental factors that affected the device. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.